Event description:
Information received by medtronic indicated that customer reported pump not saving settings. No harm requiring medical intervention was reported. The troubleshooting was performed and customer not happy with the pumps performance and the delivery was not suspended still delivering insulin the customer will discontinue to use the device. The insulin pump will be returned for the product analysis.

Manufacturer narrative:
(B)(4). Pump passed displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, active current measurement test, self-test, dat test at 0.0868 inches and p-cap locks properly into the reservoir compartment. However, unit received with high sleep current. Swapped pcba 2 board with a test board and sleep current measurement passed. No unexpected alarms found in the pump history. The pump was able to open carelink but there was no data on the event date or a month prior. Pump was cut open to perform visual inspection and found¿no evidence of moisture damage¿on the electronic assembly, motor or force sensor. The following were noted during visual inspection: pillowing keypad overlay. No current code was not confirmed. Unexcepted battery power loss was due to high sleep current. Isolated to pcba 2. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. The insulin pump involved in this event is the ngp 780g insulin pump which is not marketed in the united states. However, the device is similar to the ngp insulin pump, which is marketed in the united states. The patient information cannot be provided due to regional privacy regulations.